Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the perfusionist that the pt presented at the hosp with a decreased pump rate, decreased stroke volume and various advisory alarms including but not limited to power limit advisory, yellow wrench and red heart alarms. It was also reported that the device stopped. The perfusionist exchanged the system controller twice in an attempt to restart the pump. The pt was then placed on the stroke volume limiter (svl) and had to be hand pumped as there was no bp. The hosp attempted to place the pt back on the svl; however, since the pt did not have bp support was switched back to the system controller to try to actuate the pump and the pump restarted. A fluoroscopy performed by the hosp revealed that the diaphragm was moving and it was reported that it appeared like the inflow conduit was separated from the pump. A waveform analysis submitted to the MFR revealed higher than normal amounts of pump power consumption. It was suspected that there may have been fluid ingress/blockage in the driveline, however, the vent filter analysis sent to the MFR was unremarkable. A decision was made by the hosp to transfer the pt to a heart transplant center where the device was successfully exchanged with another lvad.

Manufacturer narrative:
The pt remains stable on lvad support without any further issues awaiting to be discharged or to receive a heart transplant. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.